Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a sapien m3 in mitral procedure where, following deployment of the first sapien m3 valve, post dilation was performed with the balloon centered per IFU. Shortly after, the valve was observed rocking and migrating atrially by a few millimeters, with increasing separation between the valve and the dock. The perceived contributing factor was patient anatomy, including calcium burden and challenging commissural anatomy, which made encirclement around the lateral commissure difficult. The encircling turn no longer maintained full and complete contact with the valve. The observed migration and instability prompted the physician to request a second valve. A second sapien m3 valve was implanted successfully as a valve in valve to stabilize the first valve. Physician decided to leave the moderate pvl and not plug. The patient remained stable following the procedure. No device embolization occurred. No additional patient complications were reported.